Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured august 19, 2016 - august 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate bladder ruptured. This was found prior to use. The intermate was filled with 75ml of an unknown drug. There was no patient involvement. No additional information is available.